Manufacturer narrative:
The pad-pak was first installed on the 24th november 2009 and performed to specification up to the 20th september 2015. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups of 10 minutes duration between the 22nd-29th september 2015. The device user accessible memory was erased after the last manual power up on the 29th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.